Event description:
Per the clinic, the patient reported pain and a migration of the receiver/stimulator which required a surgical procedure to correct. The device was explanted (B)(6)2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed on october 17, 2013.